Event description:
The reporter called and alleged discrepant results on the device when compared to the lab for 2 pts. The reported device result was 3.0 inr for pt #1 and 7.1 inr on three days later for pt #2. The corresponding lab results reported were 4.6 and 4.6 inr. Pt #1's coumadin was held 1 day and pt #2's coumadin dose was decreased. The device was replaced and requested to be returned for eval.